Event description:
It was reported that the right atrial lead was dislodged. It was noted that the patient had twiddlers syndrome. The lead was explanted. The patient was in good condition post procedure.

Manufacturer narrative:
.